Event description:
Overdelivery reported. The pump was set post-operatively to infuse epidural morphine 1mg/ml, 1mg/h continuous with a 1 mg bolus pca dose, 10 minute pt lockout & a container size of 100mg. When cleared at 6:30 am, a nurse reported 50mg remained in the infusion container. At 12:15pm, the container was empty. The pt had reportedly made only 3 bolus dose requests. The pt was reported to be "groggy but responsive & without pain." No medical intervention was required. No additional info was available.